Event description:
A customer contacted baxter's global technical service center to report a low drain volume alarm on the homechoice (hc) device during initial drain. The homepatient (hp) stated that she took a nap and woke up with her catheter open and solution was all over her. The technical service representative (tsr) asked if the transfer set was separated from her tube and hp said no, that it was just left open and the fluid inside her had leaked out. The tsr advised hp to call the nurse (rn). On (B)(6) 2010, product surveillance received a return phone call from the nurse, who stated that there was no device failure. The nurse said that they did some troubleshooting with the patient and came to the conclusion that it was use error. The patient's transfer set is still in place and the patient was placed on prophylactic antibiotics. No patient injury was associated with this report.

Manufacturer narrative:
(B)(4). The sample will not be returned and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.